Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the micro drill attachment was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the micro drill attachment was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During the device evaluation, the reported overheating could not be duplicated, however, debris was found in the bearings, which can cause overheating. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.